Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # t9441f. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). The device jaws were tested and there were found bent. A probable damage to the jaw could be cause when the device was fired over clips. Care should be taken not to close the jaw over clips or any other material than tissue, for further information on device use can be found on the IFU. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device was place on tissue adhesions on the abdominal wall and it locked and became stuck on tissue. The device was clamped on while attempting to transect the adhesion. It was force open by the surgical team and it was discovered that there was a metal clip from a prior surgery embedded in the tissue the surgeon was attempting to transect. ¿the surgeon was concerned that there could be damage to the device (blade or clamping mechanisms) due to the way it had to be removed¿. The device was replaced with a like device and the procedure was completed with no patient consequences reported.